Event description:
It was reported by the customer that the device's display shows "ok"; however when the device is powered on the "ok" display turns off and there is no further response. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.